Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: knie, c. & van schoonhoven (2023), long term results after total wrist fusion, archives of orthopaedic and trauma surgery vol. 143, pages 6469¿6475 (germany). The purpose of this retrospective study was to evaluate long-term functional results after total wrist fusion and the secondary aim was to identify possible reasons for remaining pain. Between 2002 and 2008, a total of (71 wrists) 68 patients (57 male and 11 female) with a mean age of 48.7 years were included in the study. A 3.5/2.7 mm wrist fusion plate (lcp wrist fusion system, synthes) was used on all patients who underwent total wrist fusion with a mean follow-up of 11.7 years. The following complications were reported as follows: - 1 patient had a non-union; was accidentally found as the patient had no complains at all; patient refused to have further surgery to correct the non-union. - 25 patients had degenerative arthritis in other locations of the wrist and hand. - 19 wrists showed loosening signs of the osteosynthesis - 17 wrists had broken screws - 11 patients had hematoma (9 patients underwent revision) - 3 patients had non-union and underwent complete revision arthrodesis - 2 patients had broken plates (one after a fall on the outstretched hand, and one due to non-union: an ulnar head implant arthroplasty was performed in one case, and a hemiresection arthroplasty (bowers procedure) in one case). - 1 patient with carpometacarpal (cmc) 3-joint non-union after revision arthrodesis (tenolysis of the finger extensor tendons had to be performed) - 1 patient with deep infection - 1 patient with infection at the iliac crest harvesting site - 1 patient with severe extensor tendon synovitis - 1 patient with complex regional pain syndrome (crps) - 2 patients complained about persistent pain over the ulnomidcarpal joint - 2 patients complained about persistent pain over distal radial ulnar joint (druj) - 2 patients complained about general wrist pain without special localization. - 23 patients underwent elective removal of the plate - 28 patients had died this report is for an unknown synthes 3.5/2.7 mm lcp wrist fusion system. A copy of the literature article is being submitted with this medwatch. This report involves one unk - screws: locking: trauma. This is report 2 of 2 for (B)(4).